Event description:
It was reported that the packaging seal was compromised. An 8fr flexima apdl drainage catheter was received with the package opened along its length. The device was not useable. There were no patient complications reported.

Manufacturer narrative:
B3: date of event was approximated as event date was not reported. Device analysis by MFR: visual inspection was performed on the returned device. The device was returned within the original un-opened pouch. The pouch was damaged and opened along its length. The damage observed is consistent with mechanical cut in the pouch surface. The integrity of the device inside the pouch was without issues.

Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that the packaging seal was compromised. An 8fr flexima apdl drainage catheter was received with the package opened along its length. The device was not useable. There were no patient complications reported.